Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the receiver/stimulator and an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific type, date, and duration not reported) following development of otitis externa with surrounding cellulitis. The infection progressed, resulting in implant infection, skin breakdown, and subsequent implant exposure.